Manufacturer narrative:
Siemens field service engineer inspected the instrument and no issue found. Customer discarded the sample after processing so original sample could not be repeated. Instrument is performing as intended. The cause for the discordant troponin results is unk.

Event description:
Customer reported discordant troponin results on the instrument. There was no injury reported due to this event.